Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 385 mg/dl and 110 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in the meter memory.

Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a resolution clip device was used during a esophagogastroduodenoscopy procedure with upper gastrointestinal bleed performed on (B)(6), 2009 (male patient; (B)(6) and weight is unknown). According to the complainant, during the procedure, the clip would not open completely. There was approximately a 30 second delay but it did not exacerbate the bleed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.